Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 6.1; second test inr = 6.0. First test inr= 3.1; second test inr = 2.6.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070195: first test inr = 6.1; second test inr = 6.0; mean = 6.05; sd = 0.07; %cv = 1.17%. First test inr= 3.1; second test inr= 2.6; mean = 3.0; sd = 0.57; %cv = 18.9%. The %cv is greater than 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.